Event description:
Customer states right cane broke off at weld. (B)(4) no injury alleged.

Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(6) 2012 - (B)(6) - no RMA has been initiated for this issue. Dealer called stating that the right back cane allegedly broke at the weld. It is unknown how the back broke. Quote #(B)(4) has been issued for the replacement part. No injury alleged.